Manufacturer narrative:
The cl electrode lot number was dds87. The expiration date was not provided. The field service representative cleaned the vacuum nozzle, sipper nozzle, and the ion-selective electrode (ise) probe. He tightened the lose nut on the vacuum nozzle, performed air purges, a system prime, and checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable chloride electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial cl result was 122.6 mmol/l, and the repeated result was 104.9 mmol/l. Patient 2: the initial cl result was 112.5 mmol/l, and the repeated result was 99.1 mmol/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated because the sodium results were marked as critical.